Event description:
It was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time. It was also reported that the customer received a power source alert after plugging the pump into a wall outlet. Subsequently, the pump shut down. Customer¿s blood glucose value was 225 mg/dl. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.